Event description:
Defective contact lenses from johnson & johnson. Lenses develop a pin-sized hole in the center. Hole forms while wearing the contact lenses. Hole has formed anywhere from 4 hours to two weeks after opening new lenses. Dates of use: approx three months in 2007. Diagnosis or reason for use: correct vision.